Event description:
It was reported that the customer was in the emergency room due to unexplained high blood glucose of 500mg/dl, and he was treated with manual injections. It was stated that the customer experienced symptoms of nausea. Troubleshooting was performed. Reviewed the alarm history and found motor error, low reservoir, and button error alarms. Explained the caller that troubleshooting should be performed to know if the insulin pump did cause the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.